Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported that the procedure was to treat the distal left circumflex coronary artery with mild calcification, no tortuosity and 75% stenosis. The 2x15 mm mini trek balloon dilatation catheter (bdc) was advanced to the lesion without issue; however, the balloon ruptured during the first inflation at 8 atmospheres. A non-abbott balloon was used to continue the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.